Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients and orders were not crossing to the server, and nurses reported that new patients and orders were not populating correctly. A technical support specialist (tss) found in server downtime queries that carefusion coordination engine (cce) last processed on (B)(6) 2026 13:56 with 12,033 messages queued. Multiple messaging and listener services were restarted, after which messages began draining; xml processed time updated to current once processing completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient and orders were not crossing to server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.